Event description:
Customer reported the c-arm did not operate, and the rotation indicator showed irregular values and spontaneously changed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the mcu board. System operates as intended.